Event description:
It was reported that the patient's right ventricular (rv) lead defibrillation impedance has been gradually increasing over the first six months of implant. The impedance value exceeded the programmed monitor value resulting in a remote alert. The measured value the following day was less than the programmed value. It was commented that there was no indication of a lead integrity concern and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.